Event description:
It was reported that a malfunction alarm with code malf 0 occurred. There was no reported impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump and was instructed to call back if the malfunction code recurred. The issue did not reappear, and the customer was able to continue using the pump.